Event description:
Customer reported intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose levels. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.